Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
After surgery using dynamic tube assembly, (about 7mm in diameter, 1mm in thickness) the washer came off of the dynamic tube. The surgeon is uncertain whether this part is part of dynamic tube. The surgeon has experienced this event for about two years. The surgeon requested the investigation of the parts.